Event description:
It was reported that the customer's insulin pump became locked up and was emitting a constant tone. The customer's blood glucose was 208 mg/dl. The customer was delivering a bolus and the insulin pump alarmed with low battery when the issues began. The alarm could not be cleared. The customer removed the battery and inserted a new one. The constant tone disappeared. The customer removed the battery for two hours and replaced it and the screen froze again. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump powered up properly after battery insertion and no frozen display was noted during testing. The pump was received with normal operating currents. The pump was monitored for several days, and no low battery alert alarms or unexpected beeping was noted. The pump also had a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.